Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion while using the alaris syringe module. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device alleged over infusion while using the alaris syringe module was not identified during the customer call. However, to address the issue, tech support recommended to get the logs for analysis.

Event description:
It was reported there was an alleged over infusion while using the alaris syringe module. There was patient involvement but no harm. Although requested no additional information will be provided by the customer.